Event description:
During the attempted stenting of the right iliac artery, this stent pre-maturely deployed from the ballon and migrated to the right sfa. The patient was taken to surgery, where the stent was retrieved by surgical cutdown. There is no patient information available. The vessel was described as heavily calcified and mildly tortuous. The information states that the physician had some difficulty accessing the lesion with a guidewire, but was able to cross. A 5fr sheath was inserted and as the stent delivery system was being advanced over the guidewire and placed at the lesion, the stent came off the balloon. The product was properly inspected and prepped prior to use. The product will be returned for analysis.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days for receipt.